Event description:
The patient remained admitted following left ventricular assist device (lvad) implant on (B)(6) 2020. On (B)(6) 2021 the patient underwent an esophagogastroduodenoscopy which revealed a 4 mm non-bleeding mallory-weiss tear with stigmata of recent bleeding found under the area of a clot. At the time the patient was experiencing decreasing hemoglobin and hematocrit levels, dizziness, and low flow alarms. Prior to the patient's death they had been experiencing respiratory failure, had underwent a tracheostomy, had frequent pneumonia, end-stage renal disease which was treated with hemodialysis, and abdominal paracentesis. The patient had requested paracentesis for symptomatic ascites, abdominal pain, and nausea. The patient had repeated paracentesis on multiple occasions. The paracentesis procedure was uneventful, no bleeding was noted during entry or during the drainage which was done over 1.5 hours via the catheter that was left for that time to drain the 1.6 l of fluid slowly. The fluid was clear dark yellow. The patient tolerated the procedure well. About four hours after the procedure the patient suddenly became hypotensive with low flow alarms occurring. Rapid resuscitation was started with albumin , the patient's hemoglobin was less than 6 g/dl. A complete blood count was sent later on that revealed the patient's hemoglobin was a 5.3 g/dl. Pressors were initiated, the patient was given a rapid blood transfusion via a rapidly placed introducer in the patient's groin. A family meeting was held and the plan was to then withdraw care. The patient was transitioned to comfort care and then passed away. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding, respiratory failure, arterial non-central nervous system (cns) thromboembolism, renal dysfunction and death as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Additionally section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. A specific cause for the reported event, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. No product was returned for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to frequent gastrointestinal bleeding. Although it was stated to be unknown if the outcome was device or therapy related, due to the use of anticoagulants, associated therapy cannot be ruled out as a contributing factor to patient death.